Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation and hypoxia was unable to be determined. The reported patient effect of perforation and hypoxia, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 30 march 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. Post removal of steerable guide catheter (sgc), atrial septal defect(asd) was observed along with hypoxia. Amplatzer was implanted to treat asd. Post deployment of amplatzer, hypoxia was under control. There was no clinically significant delay reported.